Manufacturer narrative:
Section e3: occupation is patient/consumer. The meter and test strips were requested for investigation. The meter was received for investigation. The test strips were not returned. Relevant retention test strips were measured with the returned meter with a high-level control sample: testing results (qc range: 2.7 ¿ 3.3 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek meter. No error messages occurred. The customer material and retention material comply with the specification. The alleged results were observed in the meter¿s patient result memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The patient uses blend-a-dent tooth adhesive. The patient stated the package insert for this adhesive reportedly mentions that the product could influence coagulation results. This statement could not be confirmed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of discrepant inr results with coaguchek xs meter serial number (B)(6) compared to an unknown laboratory method. The result from the meter at 10:42 a.m. Was 4.0 inr. The result from the meter at 11:05 a.m. Was 3.8 inr. The result from the meter at 11:07 a.m. Was 4.0 inr. The result from the laboratory at 11:10 a.m. Was 2.42 inr. The patient¿s therapeutic range is 2 ¿ 3 inr.